Event description:
The patient presented in-clinic after the device delivered inappropriate shocks. Abbott technical support was contacted, and the device was reprogrammed to avoid further inappropriate therapy. The patient was in stable condition.